Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and multiple firmware errors were found in connection to the reported allegation. Screen error alerts were also present. The root cause could not be determined post investigation. The reported event of receiver will not turn on was confirmed during log review. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.